Manufacturer narrative:
The device has not been returned for evaluation as it remains in the patient; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per the axium coil instructions for use (IFU): if axium¿ detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Due to the delicate nature of the axium¿ detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during stent assisted coiling treatment of a small unruptured, saccular aneurysm located in anterior communicating artery(acom), this coil stretched and coil loops in the parent vessel. It was reported that the coil was being delivered via a jailed catheter technique behind an non-medtronic stent. The stent was deployed around a 360 loop from the left a2 into the left a1. This resulted in the microcatheter backing out of the aneurysm. There was friction felt during delivery of the coil. The coil stretched upon attempted redeployment. The physician did three times re-positioned the coil. It was reported that procedure was technically difficult due to extreme anterior cerebral artery(aca) tortuosity and another 360 loop in the distal cervical internal carotid artery (ica). The proximal loops of the coil were not into the aneurysm and additional stent used in the petrous ica to successfully track down the coil loops. There were not any patient complications were reported. The aneurysm was ultimately successfully occluded as well.